Event description:
Manufacturer representative reported device system explant due to signs of an infection. Symptoms included reddening, swelling, and pain at extension pocket. Patient was placed on antibiotics without success. Pus was noted in the ins pocket at explant. Hcp suspects folliculitis. The devices were explanted, but not returned to the manufacturer for analysis.